Event description:
New information indicated the lead exhibited high impedance and clavicular crush damage.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy. Upon interrogation, the therapy was found to be inappropriate and caused by noise on the right ventricular pace/sense lead. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.